Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a por (power on reset) condition. Patient was upset that he lost stim suddenly and wanted to know why it had happened. The patient was not exposed to any emi (electromagnetic interference) and battery was not near end of service. The patient was concerned that they lost stimulation suddenly. Additional information was requested.